Event description:
The md was performing a breast biopsy on (B)(6) 2013. During the lidocaine insertion, the needle broke off and was retained. The md opened a pack like the pack used in the previous case. The needle easily broke also. Diagnosis or reason for use: the product was to inject lidocaine into a pt's breast.